Manufacturer narrative:
(B)(4). Date of follow-up report : 11/3/2015. If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the device lot number. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient did not require hospitalization or intervention. The physician stated that he successfully reached the target lesion and obtained biopsies initially but then was unable to pass biopsy tools through the ewc. Upon removal of the ewc it was found that the telescope had become disconnected from the ewc. The procedure was aborted. If additional information pertinent to the incident is obtained a follow-up report will be submitted.